Event description:
It was reported that the sys would not power up (no boot). This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and performed a clean software installation, and rebuilt system files. The sys operates as intended.